Manufacturer narrative:
The initial report did not state that a malfunction had occurred. The investigation by our distributor in the USA concluded that the device was performing and working as intended. There is no indication that the device caused or contributed to the patient death and appears to have simply been a concomitant device. The investigation says, "the device was tested for 25 minutes. The clinical menu shows o2 at 95%. The device o2 level was also checked with an oxygen analyzer, reading at 94% of o2 purity. There were no shutdown alarms or alerts logged. The device does not show any signs of cosmetic damage. The result of the investigation is that the device is working as intended. No additional information is available."

Event description:
React health received a complaint from a durable medical equipment provider of a patient passing away while using the device. The device was returned to react heath and evaluated on 28-may-2025, where it was determined to be operating according to the manufacturer's specifications. The manufacturer has not taken possession of the device as of this report.